Manufacturer narrative:
Concomitant medical products: product ID 3889, serial# (B)(4), implanted: (B)(6) 2016, product type interstim urinary mgu lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had two leads that have broke. Caller stated their mother who was the patient could not have them replaced because patient could not be put under anesthesia due to their declining health. Caller stated that mother had pulmonary fiborsis which was confirmed to not be related to the device. Caller was directed to follow up with the patient's healthcare professional to discuss the issue and recall. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.